Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported there was a change in therapy effect with gradual onset. The patient was admitted to the hospital. The patient was having three MRI¿s on the date of the report. One MRI was related to the patient¿s back and leg. Another was for the patient¿s neck, for which she got injections, but nothing from the pump. The third was an MRI of the brain. The patient¿s legs were not working very well and the MRI was to see what it was. The patient¿s back was having a lot of pain and it started down her leg. The patient¿s foot dropped. The issue started two weeks ago. The patient ended up in the hospital on tuesday. The cause of the issue was not known. The patient had no issues prior with the pump and was doing pretty good. Now the patient was experiencing a pain rating of 7 in her back, left leg and left foot. The system was being used to deliver bupivacaine and dilaudid. It was noted the concentration was changed on tuesday so the patient was getting a little more to help with pain.